Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the patient needed an MRI due to back pain that was related to the device or therapy. It was reported the patient had the back pain since 2000, prior to implant of the device. The hcp reported the patient had the device removed in (B)(6) 2012 and no longer uses the stimulator. No further complications were reported/expected.